Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Please note attached list of additional devices implanted in this pt: pxa280300/04165131. Pxc141400/04093047. Pxc141000/04107694. Pxc141000/04122403.

Event description:
In 2006, this pt underwent endovascular repair using gore excluder aaa endoprostheses. A reintervention took place on the following month, placing a gore excluder aaa endoprosthesis contralateral leg component.